Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no recent service within the past 12 months. Event history logs were reviewed and confirmed a ¿syringe plunger not in place¿ alarm. Functional testing replicated the reported issue, with syringe plunger sensors failing to register properly. Investigation determined the root cause to be an unsecured plunger circuit board, which allowed contact with internal components and resulted in damage to the circuit (q1). The plunger circuit board was replaced and properly secured to fix the issue.

Event description:
It was reported that the pump had an error syringe plunger was not in place. The event occurred during upon power on. There was no patient involvement.